Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated (the front panel was black occasionally) due to the failure of the electrical circuit board. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osh, omsc surmised that the reported phenomenon was attributed to the failure of the main circuit board due to the aging deterioration because five years and five months had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the indicators on the front panel of the subject device were not lit on. There was no report of patient injury associated with the event.